Manufacturer narrative:
Additional information has been requested but not yet received. A review of the manufacturing records has been requested. Based on all available information no causal factors can be determined and no conclusions can be drawn.

Event description:
A doctor¿s office reported that after undergoing a thermage treatment to the face a patient experienced redness and blisters. No treatment post procedure was noted, currently the patient is still experiencing blisters. Available images have been reviewed and scattered blisters were observed on the right side of the face. During the treatment a tip too warm error occurred, there were no additional errors during treatment. The highest energy level used was a 3. This was the first time the tip was used, it is unknown if the tip was inspected prior to or throughout treatment. Within thirty days of the thermage treatment an ultrasonic hydrating facial was performed on the patient.

Manufacturer narrative:
The data logs have been reviewed and found that the tip experienced several tip too warm errors during the treatment. All thermistors functioned normal at the beginning of treatment. After a few treatments thermistor 3 remained warmer than the rest of the thermistors, even after sitting idle. Based on the evaluation of data, the hand piece and system performed as expected. The treatment tip was not returned for further evaluation. A review of the manufacturing records has been completed. According to the thermage flx treatment user manual burns, blisters and redness are known possible patient reactions to treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Based on all the available information, no causal factors can be determined, and no conclusions can be drawn.